Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (500 mcg/ml; 144 mcg/day). The patient¿s family reported hearing beeping and the patient had experienced some return of tone. The patient¿s pump was going to be replaced on (B)(6) 2016; however, the exact problem with the pump was unknown. Prior to surgery on (B)(6) 2016, the representative read the pump and confirmed that the pump had gone into low battery/safe state mode on (B)(6) 2016. Per logs, a reset ¿ low battery and safe state occurred on (B)(6) 2016 at 21:49. The physician was able to reset the pump on (B)(6) 2016 so the pump was able to deliver the prescribed dose. During the pump replacement, the catheter was aspirated without difficulty. The patient¿s status was ¿alive-no injury¿ and the issue had resolved as of the date of this report. There were no environmental/external/patient factors that may have led or contributed to the issue that the representative was aware of. The patient had no medical history, and information regarding additional medications taken at the time of the event, or cause of the issue was not provided. Additional information was received from the healthcare provider. The pump was used to deliver lioresal lot#ds0092a from (B)(6) 2016. Per the pump logs reviewed on (B)(6) 2016, the last changed was noted as (B)(6) 2015 at which time the pump was programmed to deliver baclofen at 125.02mcg/day. On (B)(6) 2016, the pump status after update was 144.03mcg/day. At the time of the event the patient was also taking clonazepam 0.25mg every evening, robinul 1mg twice daily, lamictal 200mg twice daily and tizanidine 2mg three times daily. The patient's past medical history included chronic encephalopathy, ex 31 weeker twin-twin transfusion with pvl (periventricular leukomalacia), intrathecal baclofen pump for spasticity management. The patient did not have any known drug allergies.

Manufacturer narrative:
Analysis confirmed the pump battery displayed high resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.